Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported cuff miss appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch filed, additional information received:proglide suture placement was attempted using pre-close technique, prior totranscatheter aortic valve implantation (tavi). The sheath was upsized from a 6fr to a 14fr and the tavi procedure was completed. Two proglide devices were used to achieve hemostasis, not a prostar device as initially reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in a common femoral arteriotomy with two proglide devices, using a pre-close technique, prior to an interventional procedure. Reportedly, a cuff miss occurred with both proglide devices during placement. A prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained on the use of the proglide device and established in the pre-close technique. No additional information was provided.